Event description:
Pump was set at 42ml/hr but delivered 500ml bag in 2.5 hours. There was no report of patient injury. Attempts were made to obtain extra information regarding patient status, medical intervention, patient information, and the medication involved but no additional details are known. Should additional details become available to follow-up report will be filed.